Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted. It was reported to technical services on (B)(6) 2012 that something is going on with the rv lead and there will be a change out with a dr. (B)(6). No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).